Event description:
This is report 4 of 4 for (B)(4). It was reported by a healthcare professional in australia that during a revision surgery on (B)(6) 2022, it was observed that two top hats and part of the screws were floating above flush level and were removed using the disposable kit k-wires and laterjet screw driver. According to the report, the top hats and screws were implanted correctly during the primary procedure. It was reported that the revision surgery was already planned due to shoulder complaints by the patient who was living very unhealthy that impacted healing. It was reported that the date of implantation was unknown. It was reported that nothing else was implanted to replace the top hats as bone block had healed properly but a second stage surgery will follow. It was reported that the bone block remained in place and there was no negative impact nor bone damage. It was reported that the screws were removed as well. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices are not being returned, they were discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that the screws and top hats in good condition, also the screws appear to have biological residues; the photo do not provide enough evidence to confirm the complaint. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Without physical evaluation, we cannot determine a root cause for the issue experienced by the customer. The possible root cause could be related to procedural variables, such handling of the device or product interaction during procedure. However, we cannot conclusive affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.